Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Test mixing pump installed in decon for unit to cool. Serviced mixing pump. Performed pm procedure. Serviced circulation pump. Replaced heater, manifold o-rings, transducer rings, drain valves, tank tubing, coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for error 80 (non-recoverable system error) expected was 6 and actual was 31.6 in an arctic sun device. Per follow up information received via email on 14feb2025. It was reported that the device has been sent in for evaluation.